Event description:
The caller reported that improper operation resulted in the cartridge pull rod sticking to plunger. During this period, the pump could not deliver insulin. The customer experienced unconsciousness and was hospitalized for treatment of diabetic ketoacidosis. The pump has returned to normal function. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.